Event description:
It was reported that the patient went into vf and the rhythm was not converted by the ICD due to low hv impedance. The patient was rescued by an emergency team and taken to the hospital. The patient's neurological status and prognosis was initially poor due to late resuscitation, but later it was reported the patient was doing better.

Manufacturer narrative:
The reported output anomaly was confirmed. The device was tested on the bench and high voltage output circuit damage was found. The cause for this damage was due to therapy delivery into a low impedance path. The low voltage functionality was tested on the bench and using automated test equipment. All low voltage test specifications were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.